Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced pain every time she moved her arm while wearing the adc freestyle libre sensor. Customer experienced shaking and was seen at the hospital where she was diagnosed with hypoglycemia and received "insulin". No further treatment was provided. It is to be noted that treatment of insulin is inconsistent with the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.